Event description:
After an exhaustive search, no pt can be found that matches the reported event and the reporter cannot be reached for further info.

Manufacturer narrative:
Notification of endoleak was received as feedback on a mailing sent july 2006 to physicians who follow ancure pts.